Event description:
The customer called to report high blood glucose levels and wanting to check the insulin pump settings. The customer stated that his blood glucose dropped from 212 to 84 mg/dl in a short period, and he was a bit concerned. During the call, the customer was attempting to check his blood glucose again, but the call was disconnected. During the time the customer was on the phone, he stated he felt fine, but he spoke rapidly and would often stray from the topic. Several attempts to reach the customer were unsuccessful. Therefore, the paramedics were called to the customer's home. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.